Manufacturer narrative:
(B)(4). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 0845 pad was received with no apparent damage. The pad was functionally tested and found to be performing within specifications. No abnormalities were observed during visual inspection. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one) it's a superficial partial thickness burn. What medical intervention was used to treat the burn? (Such as salve or stitches) the doctor treated it with mebo and bandages. Besides the burn, did the patient experience any adverse consequences due to this issue? Nothing else was mentioned. Are there any anticipated long-term effects from the burn or injury? No.

Event description:
It was reported that during a colectomy, a big burn appeared on the lower back of the patient.